Manufacturer narrative:
At this time, product has not yet been returned and the provided serial number is not valid. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely, and customer was therefore unable to monitor glucose via sensor. The customer became weak, incoherent, and lost consciousness, requiring treatment of sugared drink and food from a third-party. There was no report of death or permanent injury associated with this event.